Event description:
On 01/10/2000 pt was to undergo a tumt procedure for bph. After catheter insertion and during the cooling start up phase, water began to come out of the pt's penis. Procedure was halted. Pt was given oral antibiotics and was discharged home.